Event description:
It was reported that during a surgical procedure the lead could not be inserted into the header block. Device troubleshooting was being considered. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.